Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of ventricular oversensing and noise episode were observed. Inappropriate antitachycardia pacing therapy was delivered. Noise was not reproducible with provocative movements. Lead was capped and replaced on (B)(6) 2016. The patient's condition was good at the end of the procedure.